Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pump. Customer did not report any symptom relating to high blood glucose. Customer agreed to troubleshoot for high blood glucose. Customer been using the insulin pump system within 48 hours of reported high bg event. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.